Manufacturer narrative:
The device has been received by baxter. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "failure 550" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective speaker harness. To correct this condition, the rear housing was replaced due to cracked rear housing (main speaker harness is the part of rear housing). However, this is a stay-in device. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
This is a report of a colleague infusion pump with a failure code 550. The reported condition occurred during power up in the biomed service department. There was no patient involvement, injury, or medical intervention related to this event. The software version for this device is currently not known. No additional information is available.